Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was further reported by the patient's managing hcp, that the patient had gone to the ER (emergency room), as their insurance had lapsed, and they were concerned that they could not have their pump refill done. The managing hcp stated that the alarm date was in 7 days, and the patient did not call to let them know. The pump was being used to deliver gablofen 2000 mcg/ml at 981.9 mcg/day (previously reported as "961 mcg") at the time of the event. Concomitant medications were unknown. The cause of the discrepancy was reported as "no discrepancy." Troubleshooting, interventions, or actions taken to resolve the event included a pump refill with baclofen 2000 mcg/ml (previously reported as lioresal) at another facility. As of (B)(6) 2014, the patient was recovered without permanent impairment. It was also noted that there was no issue with withdrawal, or the patient running out of drug in the pump. The patient had a seizure disorder, secondary to a tbi (traumatic brain injury), and did have seizures "for sometimes non-compliance with medication." There were no discrepancies with the pump refill that day; it was previously reported that there was a volume discrepancy of expected 3.5 ml versus actual 9 ml.

Event description:
It was reported that there was a volume discrepancy where the expected residual volume (erv) was 3.5ml and the actual residual volume (arv) was 9ml. Underdose symptoms were described as the patient had a history of seizures but had been controlled; then, the patient had a seizure on ¿amp day¿, (B)(6) 2014. "(B)(6)" is when their spasticity got worse/increased spasticity, they had cramps, clonus, itching, and their headache began. The patient was advised to call their health care provider (hcp) if they had signs and symptoms of withdrawal again. The patient status was alive no injury. The pump system had been used to deliver gablofen, but the pump was refilled with lioresal in the hospital. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.